Event description:
Litigation papers allege past and future physical injury; past and future medical treatment and associated expenses, past and future mental and emotional pain and suffering; past and future lost wages and earning capacity; loss of services and consortium; past and future lost enjoyment of life; need for medical monitoring; and other hedonic damages and human losses.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/15/14 - plaintiff's preliminary disclosure form was received, which identified dor. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time.